Event description:
Additional information received from a healthcare provider (hcp) indicated the event was related to the implant procedure surgery/an esthesia. The event resolved without sequela on (B)(6) 2015.

Event description:
Additional information received reported the outcome resolved without sequelea (B)(6) 2016.

Event description:
Additional information received from a the clinical site indicated the patient was promethazine (phenergan) on (B)(6) 2015, scopolamine patches on (B)(6) 2015, and ginger on (B)(6) 2015. It was thought the worsening of nausea and vomiting (which began on (B)(6) 2015) was due to intrathecal medication side effects from hydromorphone since therapy initiation. The patient also experienced visual disturbances four days following an epidural blood patch; double vision ((B)(6) 2015). The double vision was determined to be a possible side effect of the epidural blood patch. A diagnostic CT scan without contrast performed on (B)(6) 2015 found no abnormalities.

Event description:
Additional information received reported that the clinical diagnosis was cerebrospinal fluid (csf) leakage, where it was initially reported as a positional headache. No other information was reported, if additional information is received this report will be updated.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the issue resolved without sequelae on (B)(6) 2016.

Event description:
Additional information later received reported the event resulted in a serious deterioration in the health of the patient. The event did not result in a life threatening illness or injury, result in permanent impairment of a body function orpermanent damage to a body structure, or result in in-patient or prolonged hospitalization or result in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.

Event description:
The patient reported a headache 3 days post implant. On (B)(6) 2015, the patient was restarted on oral opiates and instructed to increase their caffeine intake. The clinical diagnosis was noted as positional headache and the severity was noted as mild. As of (B)(6) 2015, the event was reported as on-going. On (B)(6) 2015 the patient reported nausea and vomiting. It was indicated to be procedure related. Actions included an epidural blood patch, 2 liters of fluid infused through port-a-cath and medications administered, phenergan 25mg IV and fiorecet. The patient also reported tenderness at the pump site greater than 2 weeks following implant. It was noted that the tenderness possibly a result of popping a suture secondary to excessive vomiting. As of (B)(6) 2015 the event was reported as on-going. The pump was used to dilaudid and bupivacaine.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).